Manufacturer narrative:
(B)(6) 2015 01:03 pm (gmt-5:00) added by (B)(6) ((B)(4)): further information from the customer stated that an expiratory filter was connected to the ventilator at the time of the event. The filter was discarded. The filter is not manufactured or recommended by us. No parts were replaced therefore the investigation consists of evaluation of information from the hospital and an evaluation of the logs from the ventilator. Evaluation of the logs shows that high pressure, peep high and expiratory minute volume low alarms were generated frequently during a period of approximately one hour under which according to the logs also nebulization was ongoing these alarms indicate increased expiratory resistance in the patient circuit. There are no technical alarms in the log files. The pre-use checks prior to and after the event were successful. In the user manual there is a warning that states that during nebulization the airway pressure should be monitored carefully. Increased airway pressure could result from a saturated filter. Our conclusion is that there was no ventilator malfunction. The ventilator functioned normally and it generated appropriate alarms under the prevailing circumstances. The most probable cause based on information from the hospital and the generated alarms was an occluded filter but this has not been confirmed.

Event description:
It was reported that while the ventilator was connected to the patient, the patient had difficulty breathing out. The pressure rose and the safety valve opened. There was no patient harm. (B)(4).